Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was returned for failure analysis, and the reported problem was confirmed and replicated. In system logs, the resistance was found pointing to the opto button springs on the gimbal, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it failed opto calibration. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the opto button springs were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2). The system was tested and verified as ready for use. Isi has not received the mtm2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that the surgeon indicated the small switch on the right master tool manipulator (mtmr) of the surgeon side console (ssc) became stuck and repeatedly locked itself. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) confirmed that no procedure was underway when the issue was reported and no patient was involved.